Manufacturer narrative:
(B)(4). Of the 21 devices reported, a total of 19 devices were received for evaluation. Additional lot# t9210c; r94c67; r95041; t92j56; t92u75; r95694; t92y3p; t92x4d; t92g31; t92t4t; t9362y; r9521e; t92y5v; t92u52; t92f66; t92f6z; t92z39; t9362x. (B)(4).

Event description:
This report summarizes <noe> 21 </noe> malfunction events involving a total of 21 actual devices for blade tip broken off. These events occurred during use by a healthcare professional.